Event description:
It was reported to medtronic minimed that the customer experienced a blue vertical line on the screen (lcd damage). The damage included a crack on the screen/display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the damage was found to be not affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions and to place the insulin pump in storage mode. The customer understood the product replacement/return policy. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump was received with a corroded battery tube and a partial display/missing segments (vertical blue, red, and green colored lines). The pump passed the self test. The pump was cut open to perform a visual inspection. Moisture damage was found on the bottom of the battery tube (inside the pump), vibrate harness assembly, and pcba 1. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Partial display/missing segments is confirmed due to moisture damage. Corroded battery tube was found during an initial inspection. Cracked display window complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.